Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Hardware low level failure alarm (variableinfo=3) during self test and confirmed in the pump history due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm for two times. The customer¿s blood glucose level was unknown. Customer was able to clear the alarm. Customer received insulin pump error at the time of bolus review. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.